Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneous sodium (na) and chloride (cl) results were generated by unicel dxc 600i synchron access clinical system for patient samples. The results were not reported out of the laboratory. Repeat testing produced different results and these results were reported. The customer provided patient results on seven (7) samples. There was no effect to patient treatment.

Manufacturer narrative:
The samples were serum or plasma. The customer stated that qc was run prior to and after the event, but declined to provided data. Service replaced the carbon bridge and verified the instrument performance.